Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. After a non-bsc guide wire had crossed the lesion, a non-bsc balloon catheter was advanced but failed to cross. A 1.2mmx15mmx142cm emerge balloon catheter was then advanced, however, during the first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.